Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic for a lead revision due to loss of capture on the right atrial (ra) lead. Upon explant, the ra lead became stuck and was difficult to remove from the patient's body. The physician cut off the ra lead tip, completed the explant, and replaced the ra lead on 24 jun 2021. The patient was stable throughout.